Manufacturer narrative:
(B)(4).

Event description:
Patient care specialist contacted dexcom technical support on (B)(6)2015 to report on behalf of patient a missing sensor wire on (B)(6)2015. The patient care specialist did not report any injury or medical intervention.